Event description:
It was reported that the remote transmission showed a right atrial (ra) lead warning for a low impedance of 285 ohms. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: e1dr01 implantable pacemaker 2004-(B)(6), 5092-58 implantable pacing lead 2004-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the ra lead was capped and replaced due to loss of capture, low pacing impedance and oversensing of noise.